Manufacturer narrative:
H11: li y, wei t, lin j, liu c. Comparative study on the efficacy and safety of ultrasound-guided transluminal (transvaginal/transrectal) and transabdominal core needle biopsy in patients with pelvic masses: a retrospective analysis. Quant imaging med surg. 2025 jun 6;15(6):5177-5187. Doi: 10.21037/qims-2024-2585. Epub 2025 may 26. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged adverse event without identified device or use problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in case report in the ¿quant imaging med surg¿ titled, "comparative study on the efficacy and safety of ultrasound guided transluminal (transvaginal/transrectal) and transabdominal core needle biopsy in patients with pelvic masses: a retrospective analysis", 305 patients underwent the us-guided transabdominal cnb group the transabdominal group and the transvaginal/transrectal using maxcore. The patient experienced the complication of vaginal bleeding and abdominal wall hematoma.

Manufacturer narrative:
H11: li y, wei t, lin j, liu c. Comparative study on the efficacy and safety of ultrasound-guided transluminal (transvaginal/transrectal) and transabdominal core needle biopsy in patients with pelvic masses: a retrospective analysis. Quant imaging med surg. 2025 jun 6;15(6):5177-5187. Doi: 10.21037/qims-2024-2585. Epub 2025 may 26. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in case report in the ¿quant imaging med surg¿ titled, "comparative study on the efficacy and safety of ultrasound guided transluminal (transvaginal/transrectal) and transabdominal core needle biopsy in patients with pelvic masses: a retrospective analysis", 305 patients underwent the us-guided transabdominal cnb group the transabdominal group and the transvaginal/transrectal using maxcore. The patient experienced the complication of vaginal bleeding and abdominal wall hematoma.